Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother states that customer has been having vast differences in her blood glucose versus sensor glucose. Representative was not able to complete viewing carelink data because mother had an appointment. No further information provided.